Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and chronic low back pain. It was reported that the stimulator was doing nothing. The patient reported that they can charge but the patient programmer is not working. The patient reported that they have charged the battery three times and the issue hadn¿t resolved. The patient reported that they saw a call doctor icon and now the patient programmer went blank. It was reported that the patient programmer had a 006 error code indicated. The patient was reviewed to remove the batteries, press each button to try and free any stuck key and then put batteries back in. After the reviewed, the reported that patient programmer started back up, 006 error code went away but they tried to connect to the implant they got poor communication. The patient reported that the had a poor communication screen on the patient programmer. The patient was reviewed antenna use and poor communication was not resolved. The patient was directed to press the power button on front but the patient stated that nothing change. The patient stated that it was still stuck on the poor communication screen and the power button won¿t work. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported they had not seen this patient in over a year.